Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Distributor stated when her customer opened the box of wheelchair model it had concealed damage. She stated the rear wheel on the left side had broken and missing spokes. No further information provided.